Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown male patient underwent an supraventricular tachycardia (svt) ablation procedure with a pentaray nav high-density mapping eco catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an svt case, a cardiac tamponade was noticed during mapping of the right atrium. The caller reported that the decanav catheter was in the coronary sinus and that the pentaray catheter was in the right atrium when cardioversion was performed. After the cardioversion, the patient had a period of asystole. The physician removed the decanav catheter from the coronary sinus and placed it into the right ventricle to pace. Once the sa node started firing again, they stopped pacing and the cardiac tamponade was noticed a few minutes later. The patient had low pulse rates, low blood pressure, and low oxygen saturation. The cardiac tamponade was confirmed by surface echo. The medical intervention provided was a pericardiocentesis and 170 ml of fluid was removed before the patient left the lab. The drain was still in the patient when they left the lab. The patient was reported to be in stable condition. The procedure was aborted. No ablation had been performed. The reason for the cardiac tamponade was unknown. Products from this case were discarded by the hospital staff and are not available for return. Prior to the cardioversion, a 4mm nav ablation catheter was in the patient¿s heart and was used to create a partial fam map and then placed to be used as a hbe catheter. The 4mm catheter was removed when the patient went into tachycardia and was replaced by a pentaray. No ablations were conducted during the procedure. The patient outcome of the adverse event is fully recovered with no residual effects. Patient was in the hospital for an overnight stay. Patient had prior treatment for leukemia (currently in remission). A transseptal puncture was not performed. There was no evidence of steam pop as no ablations were performed. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.